Event description:
Additional information received indicated that there was a fracture in the tubing, 3cm distal to the pump. The information also noted the device was damaged to facilitate explant.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Microscopic examination revealed a separation within abrasion in the shorter length pump exhaust tubing. Testing revealed this to be a site of leakage. The surfaces of the separation appeared rough and irregular, indicating sufficient stress was exerted on the site. A separation was noted in the bladder of cylinder 1. Testing revealed this to be a site of leakage. The surfaces of the separation appeared smooth and straight, indicating contact with sharp instrumentation to separate the site. Partial separations within abrasion were noted on the exhaust tubing of cylinder 2 near the strain relief and on all pump tubing. Testing revealed these not to be sites of leakage. An area of confined abrasion was noted on the exhaust tube of cylinder 2 near the tube/strain relief junction. The presence of surface abrasion was noted on all pump tubing and on all cylinder exhaust tubing. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the pump exhaust tubing and inlet tubing were overlapping while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress to cause a separation through the shorter pump exhaust tube. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, fracture in tubing, distal to pump. The device was removed/replaced.